Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H10: reference related manufacturer report numbers: 2015691-2018-02059, 2015691-2019-03890, 2015691-2019-03891, 2015691-2019-03893, 2015691-2019-03894, 2015691-2019-03895, 2015691-2019-03958, 2015691-2019-03985, 2015691-2019-03987, 2015691-2019-03988.

Manufacturer narrative:
Dates of events are unknown, therefore the sapien 3 approval date was entered. The valves were not returned to edwards lifesciences for evaluation, as they remain implanted in the patients. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradient may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and patient becomes symptomatic, it may require intervention. In this case, the cause of the increased gradient and valve regurgitation post tavr for each of the patient¿s cannot be confirmed. However, may be due to patient factors (chf, natural progression of valvular disease process) or mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Bibliography: lanz, jonas. A randomized comparison of the acurate neo versus the sapien 3 transcatheter heart valve systems in patients with symptomatic severe aortic stenosis. Oral presentation at tct annular meeting; september 2019; san francisco, ca.

Event description:
As reported by the edwards affiliate in (B)(6), during a presentation at tct 2019 titled, ¿a randomized comparison of the acurate neo versus the sapien 3 transcatheter heart valve systems in patients with symptomatic severe aortic stenosis" it was reported that within 30 days post deployment of the sapien 3 valve, six patients had been re-hospitalized due to a valve related dysfunction and/or chf. One of the patient¿s required a repeat procedure and the remaining five patients were reported as ¿intention-to-treat¿.